Manufacturer narrative:
Pump received with no up button response due to corroded keypad traces. No sticky buttons, ramping numbers on their own or scrolling bar moving anomaly noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. (B)(4).

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the escape and act button was not responsive after a battery change. It was also found the buttons were sticking and the insulin pump was scrolling when the buttons were released. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.